Event description:
A retaining screw in the locking femoral impactor dislodged during a case and was retained in the body, out of sight, behind the femoral prosthesis. The screw was identified in a routine post operator x-ray and the patient was returned to theatre to remove the screw.

Manufacturer narrative:
Device will not be returning for evaluation. Outcome of revision not reported.